Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that during the attempt to implant the lead it exhibited high thresholds and loss of capture. A new lead was used.